Event description:
It was reported that the device was displaying a service icon and had some error codes in memory that indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and verified the reported condition; however, further root cause could not be determined.